Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device on-site, and multiple inaccuracies with fio2 (fraction of inspired oxygen) readings were found. The oxygen regulator was initially replaced but the problem remained. However, changing the oxygen blender and oxygen cell then performing the fio2 monitor calibration after, resulted in good values. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had inaccuracy in fraction of inspired oxygen (fio2) during patient use. It was stated that the ventilator also had check o2 cal alarm and the unit was reading 96% when set at 40%. Furthermore, the customer confirmed that the patient was transferred to another device and there was no patient harm associated with the event.